Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that piece of head trial post broke off and was lodged in expandable trial. Device was damaged in the surgical field while trialing components. Debris consisted of one small piece of trial head post. Broken piece was removed from the trial stem and procedure continued.